Event description:
It was reported to philips the device was turning itself on and off. There was no report of patient involvement. The customer was informed that service could no longer be completed on the unit as the device heartstart mrx had reached end of life (eol). As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.